Event description:
Caller reported damage to tandem charging cable, rendering charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. Damaged charging supplies were replaced with a new set shipped within two days by technical support.